Manufacturer narrative:
A review of the device history record was performed and no similar concerns were found. The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
According to the notice received by way of a civil action complaint filed on (B)(6) 2018, the patient was prescribed and implanted with an option retrievable ivc filter on or about (B)(6) 2013 by dr. (B)(6) at (B)(6) medical center in (B)(6). The patient has a scheduled retrieval procedure approximately 3 years later, on or about (B)(6) 2016 by dr. (B)(6). The physician was able to retrieve the filter. The patient alleges embedment and fractured occurred, with the fractured pieces remaining implanted. The patient further alleges ¿during retrieval surgery, two ¿struts¿ or legs of the filter broke off and dr. Patel was unable to retrieve the broken struts from plaintiff¿s body, which will require medical monitoring and the potential for additional surgeries to remove the broken strut.¿ argon¿s attorneys are attempting to gather additional information.